Manufacturer narrative:
The mammotome revolve dual vacuum assisted biopsy system is intended to obtain tissue samples from the breast or axillary nodes for diagnostic analysis of breast abnormalities. On 9/6/22 mammotome was notified of an event that occurred on (B)(6) 2020. Based on the allegation of injury resulting from the patient having to undergo a secondary puncture and needing to have their biopsy rescheduled delaying diagnosis. Given the date of the event the device was not available for analysis however, review of the details has been conducted. Based on the information available and our product knowledge the event was most likely caused by one of the scenarios below. The rotation knob could not be rotated due to a defect with the probe; the rotation knob could not be rotated due to damage in the holster; the user potentially induced damage as the event has happened 15x with this user.

Event description:
Notification from canda vigilance program was received on 9/6/2022. It was reported by the affiliate that during procedure the biopsy was delayed due to significant bleeding. The mechanism broke in the needle, it became impossible to turn to retrieve a sample. Patient was punctured twice, but due to the abundant bleeding the biopsy had to be rescheduled.